Event description:
The original report simply stated: "the cable broke." However, upon receipt of the product and testing concluded in 2005 the device had a confirmed "hi-pot" failure. Procedure: unk.